Event description:
On (B)(6) 2015, the reporter contacted animas alleging that emergency medical services were contacted related to a blood glucose down to 2.8 mmol/l with spasms and unsteadiness when standing and walking. The reporter indicated having multiple loss of prime warnings occurring with the use of the cartridge and indicated that the site was not disconnected when repriming. The reporter indicated 7 or 8 times priming between 0.1 unit and 0.5 units related to the loss of prime warnings. The reporter confirmed that there were no known changes in force or temperature of the cartridge but the cartridge had not been used per the instructions for use. This report is made based on the allegation that the patient required emergency medical service intervention for a hypoglycemic event.

Manufacturer narrative:
The product has not been requested for return to animas at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.